Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. The patient effect of death is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the article information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and/or surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects and malfunctions reported in the article are captured under a separate medwatch report. B2: date of death estimated b3: date of event estimated d4: primary UDI number - the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494 - indication for use. Literature attachment: article titled; "dual proglide vs proglide and angio-seal for femoral access hemostasis after transcatheter aortic valve replacement: a randomised comparative trial."

Event description:
This is a randomized controlled trial of patients undergoing transfemoral transcatheter aortic valve replacement (tavr) procedures comparing vessel closure device (vcd) methods of dual pre-placed perclose proglide (pp) technique versus one perclose proglide suture and an angio-seal (as+pp) combination in common femoral arteries. Study results revealed vdc use included vascular complication, bleeding, dissection, perforation, ischemia, stenosis, no hemostasis, and death. Intervention was noted to be manual compression, use of another device, ballooning, self-expanding stents, covered stents, surgery and unspecified intervention. Patients with the as+pp method of closure experienced lower chance of suture tear, poor hemostasis, incomplete vascular wall apposition, calcification interference, unplanned vascular intervention, use of additional vcd use, bleeding complications, and vascular complications. Specific patient information is documented as unknown.